Event description:
Three months following intraocular lens (iol) implant surgery, a surgeon reported the iol was exchanged due to the pt experiencing waxy vision. The surgeon reported that following the exchange procedure, the pt continued to experience waxy vision. The surgeon does not feel the event was related to the iol. The surgeon did note a whitish substance on the optic of the exchanged iol. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested.